Manufacturer narrative:
Therapy date: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
From the journal article, it was found that one patient was implanted with ncb plate and underwent revision due to broken plate. Journal article: d. Eschbach. One year after proximal or distal periprosthetic fracture of the femur -two conditions with divergent outcomes injury, int. J. Care injured 49 (2018) 1176¿1182.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item numbers are available. Event summary: it is reported that one patient out of 73 patient in the journal article underwent revision surgery due to broken plate 6 months after the initial osteosynthesis. The broken plate was removed. The patient had periprosthetic fracture around total knee arthroplasty and was treated with osteosynethesis using either ncb-pp or ncb-df plate between feb 2008 to feb 2016. Review of received data - journal article: the aim of this study is analyse differences in outcome, complication and chances of restore pre-fracture mobility of periprosthetic femur fracture around total knee arthroplasty (pftka) and total hip arthroplasty (pftha) treated with same surgical technique. 73 patients who had periprothetic fracture treated using mini-open techniqe or minimally invasive approach between feb 2008 and feb 2016 are included in this study. Two kinds of plates were used, the periprosthetic non-contacting bridging plate (ncb-pp) and the distal femur non-contacting bridging plate (ncb-df). At least 4 locking screws (with 8 cortices) in diaphyseal and metaphyseal areas were used. More scews were added when only 1 cortex were fixed with screw. Surgical revision was required for 8 out of 37 patient in pftka group and 4 out of 36 patient in pftha required surgical revision. One case of plate breakage 6 months after osteosynthesis, the plate was removed in revision. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check could not be performed as the ref/lot number, plate type and the combined device (screws/cables) are unknown. Root cause analysis: as the patient underwent hip implant revision due to secondary loosening after osteosynthesis. The involvement of the ncb plate in this event is unclear. Nevertheless, possible root cause that can contribute to this issue for both types of the plate were listed. Root cause determination using rmw (ncb df): breakage of implant due to movement between implants leads to notching / fretting => possible, as the implant was not returned, the condition is unknown. Breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device) -> not possible, as a systematic issue with design and material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, as the implant was not returned, the condition is unknown. Breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to wrong interpretation of x-ray template for dimensions => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to user perform inadequate force to the plate => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to user define incorrect placement of the spacers and plate => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not available. Breakage of the implant due to user performes inadequate forces to the plate => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to user perform improper handling of the plate during insertion => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to user read/interprets wrong screw depth => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to patient do not follow the postoperative protocol => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Root cause determination using rmw (ncb pp): breakage of implant due to movement between implants leads to notching / fretting => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to implant will be implanted against contraindication => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to wrong interpretation of x-ray template for dimensions => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to user define incorrect placement of the spacers and plate => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to user perform improper handling of the plate during insertion => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to patient do not follow the postoperative protocol => possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device) -> not possible, as a systematic issue with design and material properties would have been detected as part of the issue evaluation assessment. Conclusion summary: a periprosthetic fractured patient underwent hip arthroplasty revision due to secondary loosening of prosthesis 6 months after the osteosynthesis. The article does not include the reference, lot number of the plate or any detail of the event. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The breakage of plate can be resulted by multiple factors such as misinterpretation of the x-ray image, misinterpretation of the instrument position, inadequate force applied, incorrect placement as well as fretting between components and corrosion of the plate. However, due to the significant lack of information, it is impossible to perform a accurate analysis to narrow down and find specific root cause. Should any additional information that changes the assessment become available, the case will re-evaluated. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.